Event description:
On 2012 (B)(6), hansson pin operation was performed. When insertion of the guide wire, the surgeon reinserted repeatedly and the guide wire broke. The broken tip of the wire was left in the pt femoral head. The surgeon inserted hansson pins and finished the operation. Although the broken tip of the wire and hansson pin do not touch at present, the surgeon is worried about galvanic corrosion.

Manufacturer narrative:
Device was discarded by the hospital. Additional info if received will be submitted on a supplemental report.